Event description:
Inner cannula broke. Health professional stated that she broke the device while attempting to remove a suction catheter logged in place by patient. Health professional stated there was no harm to the patient.